Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an 8.4 cm abdominal aortic aneurysm. The aortic neck was 29-30 mm in diameter and had anterior angulation with thrombus. Vessels were moderately tortuous and non-calcified. The left iliac artery was ectatic with thrombus and 22 mm in diameter at its largest part. It was reported that the imaging used during the case was clear but too limited in its area of view. During the implantation of the talent bifurcated graft, the deployment was started a little above its intended landing zone. The physician tried to pull the partially-deployed graft downward; however, the graft was apposed well to vessel wall. Then, while trying again to pull the graft downward, the bifurcated graft self-deployed and jumped downward because of tension on the graft, and the graft ended up 1 cm below the renals; however, no endoleak was obvious. The physician elected to intervene by placing a 36 mm talent cuff (MFR report # 2953200-2010-01428) proximally in order to build to the renal arteries; however, the final angiogram showed a proximal type I endoleak, as the cuff had only built up about 5 mm proximally. The physician then elected to place another talent cuff (MFR report # 2953200-2010-01429) to build higher to the renal arteries; however, the cuff partially covered the left renal artery (by approx 1/4 of the ostium diameter). No further intervention was performed for the partial renal occlusion. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results - (angulated aortic neck with thrombus). (Imaging was too limited in its area of view).